Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they had low blood glucose and high blood glucose while hospitalized from (B)(6) 2016 to the beginning of (B)(6) 2016, with high blood glucose levels in the 200 mg/dl range and unknown low blood glucose levels. The customer was hospitalized again around (B)(6) 2017 for 12 days for non diabetes related issues, but experienced high blood glucose levels and a low blood glucose of 18 mg/dl. Customer was taken off the pump and treated with manual injections for the high blood glucose, and then treated with glucose and carbs for the low blood glucose. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed. The insulin pump will not be returned for analysis.